Event description:
Following successful pci lad, interventional cardiologist noted that the portion of the radiopaque coating in the distal wire was present, distal to the proximal stent. The stent was re-crossed, and another stent placed to keep the wire against the wall.